Manufacturer narrative:
The complete patient identifier is (B)(4). Mfg site name - (B)(6) medical. The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite was used during a pelvic floor reconstruction with uphold lite procedure on (B)(6) 2016. According to the complainant, on (B)(6) 2016 the patient experienced bacterial overgrowth at the suture line and was treated with vandazole vaginal gel.